Event description:
It was reported that the patient had a suspected short to shield. They experienced a pump stop that resolved when patient moved to battery power. Review of the patient's log files found that the pump's speed dropped to 3670 rpm on (B)(6) 2022. It was noted that the patient had a history of minor driveline repairs. The patient was sent home with an ungrounded cable.

Manufacturer narrative:
The patient's history of driveline repairs is covered under MFR #s: 2916596-2022-11206; 2916596-2022-11205. Manufacturer's investigation conclusion: review of the submitted log file confirmed events which appeared to be consistent with a potential issue with the driveline. Additionally, the reported superficial damage to the driveline could not be confirmed as no images depicting the damage were submitted and no product was returned. A specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log file contains data from (B)(6) 2022 and recorded transient low speed and pump stop events on (B)(6) 2022 while the patient was connected to the mobile power unit (mpu) and the power module. The pump appeared to have ramped up to the set speed without issue after each event. X-ray images of the driveline were also reviewed and were inconclusive for any areas of wire damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.